Manufacturer narrative:
Device received with constant no motor movement or negligible during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement or negligible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the delivery volume accuracy test did not passed of the insulin pump. The customer's blood glucose value was unknown at the time of incident. The customer was reported that the insulin pump had occlusion alarm. The insulin pump will not be returned for analysis.